Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) displayed on external devices. It is unknown if the ipg depleted prematurely. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgery wherein the ipg was explanted and replaced to address the issue.